Event description:
In 2009 the pt's daughter reported "half of the screen doesn't show anything" referring to the pt's infusion device. She stated that there were black spots on the left of the screen, the top right was completely blank, and the bottom right had lines across it. She was unable to determine if the infusion device was in the run or stop mode. The infusion device was not dropped or exposed to water. The battery had been in use for 10 days. They inserted a new battery but were still unable to read the display. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.